Event description:
In 2008, the patient reported that her display was segmented. She stated "the only thing that is visible is half of the stop and part of the date." She stated that she changed the battery twice in an attempt to troubleshoot. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.